Manufacturer narrative:
Cec assessed the event as related to the index device and not related to the index procedure or paclitaxel. Cec commented that the pci of the target limb was clinically driven and involved the target lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the left anastomosis was treated with one medtronic standard pta. Approx 17 months post index procedure, the patient suffered avf stenosis. The patient as treated with medication and pta of the anastomosis. The patient recovered. The investigator and safety assessed the event as not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
Additional information: patient is a smoker with a medical history of hypertension, hyperlipidemia, diabetes, renal insufficiency, pad and previous peripheral revascularization of the anastomosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.